Event description:
During x-ray a 5.5mm x 45mm pedicle screw was observed to be broken midshaft at mid-pedicle in l4 right pedicle. During operation to remove previously implanted bone stimulator, solid fusion was confirmed and the decision to remove spinal hardware (which includes the broken screw) was made. Patient outcome: solid fusion obtained at l3-l4.